Event description:
An optometrist reported pt with diffuse lamellar keratitis (dlk) at lasik post-operative visit. Additional information indicated the pt's topical steroid drops were increased. This report references the left eye. An additional report will be filed for the right additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).